Event description:
It was reported that, when customer took out the gloves, there is a hook-shaped tear from the cuff to the bead of the glove. The product was not used due to the tear.

Manufacturer narrative:
It was reported that, when customer took out the gloves, there is a hook-shaped tear from the cuff to the bead of the glove.the product was not used due to the tear. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.